Event description:
Customer reported an overinfusion. A 250 ml bag of dopamine was started approx 3 am and programmed to infuse at 1 mcg/kg/min (concentration, pt weight/rate not known at this time). Bag was found to be empty 2 hours later. Device log shows infusion was started at 3:05 am and turned off at 5:08 am, with a recorded vi of 6.8 ml. No other infusions were running during this time. The disposable set is still in use on the pt; it was taken out of this module and used to infuse dopamine programmed into a different module, and there are no further accuracy issues with the infusion on this pt. There was no report of pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The device, event logs and data set have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Log review pending.